Event description:
The manufacturer received information alleging filters dirty, particles in tubing,particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of filters dirty, particles in device and tubing/chamber, other thermal issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an observed unknown contaminants on the blower box, blower, blower seal, top enclosure, pca, rear panel, bottom enclosure, and on the ui panel, manufacturer observed black hairlike particles on the back of the ui panel, on the back of rear panel and inside the bottom enclosure, keratin-like contamination was observed around the blower output seal and addresses the issue of keratin. Manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown observed in the base unit, confirmed the presence of unknown contaminant, keratin-like contamination and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.